Event description:
The customer requested calibration after it was reported that the etco2 values in testing were discrepant from the values of other devices. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.